Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule was still attached to the delivery system upon removal from the pt. The clinician depressed the plunger two add'l times while outside the pt and the capsule popped off. It was noted that the capsule trocar needle was loose and not advanced. The pt was rescheduled. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication (03-december-2007).